Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. The dreamstation auto CPAP was returned to the service center for evaluation. During the evaluation, the device was visually inspected and no visible foam degradation was observed. The device's event log was reviewed by the service center and no error code found. Additionally, the device passed final test. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.